Manufacturer narrative:
Journal: american society of colon and rectal surgeons annual meeting podium abstracts. Author: cornish, j., tekkis, p., kiran, r., kirat, h., tan, e., remzi, f., fazio, v. Title: the effect of seprafilm on septic complications and bowel obstruction following primary restorative proctocolectomy. Volume: 51. Year: 2008. Evaluation summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted.

Event description:
Pelvic sepsis [pelvic sepsis]. Wound infection [wound infection]. Case description: a spontaneous literature report in the form of an american society of colon and rectal surgeons annual conference podium abstract was received on 01/13/2010 regarding an unk number of pts who experienced pelvic sepsis and wound infection after treatment with seprafilm. Prospectively collected data for 1885 pts who underwent primary restorative proctocolectomy (rpc) was reviewed. It was noted that seprafilm was "associated with a higher incidence of pelvic sepsis and wound infection." It was also stated that >2 sheets of seprafilm was "significantly associated with pelvic sepsis in comparison to no seprafilm." The abstract concluded that quantity of seprafilm "did not appear to adversely impact on postoperative outcomes." No other info was available. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.